Manufacturer narrative:
As of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint or determine a root cause. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue.

Event description:
The physiological solution does not reach directly into the operating tip of the handpiece, it is suctioned directly unless the tube is clamped, suction tube leading the doctor to bathe everything. The process of suction and discharge does not work.